Event description:
International affiliate reports that during cement augmentation, the confidence hydraulic pump lost pressure and the sterile water began to leak out of the pump. Another confidence kit was opened and used to finish the case with a resulting five to ten minute delay to the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A device history record (DHR) for the confidence spinal cmt sys, 11c [product code: 2839-10-000, lot no: hphc9g] was conducted. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product and all of its components were released accompanying all quality requirements. Since the product sample was not returned to the complaints handling unit, the complaint cannot be evaluated and confirmed. A 12-month review of the complaint trend analysis for the confidence spinal cmt sys, 11cc was conducted. No systemic trend was identified as a result of the analysis. Without the product device we are unable to confirm the reported issue or identify the root cause. As there have been no issues identified in the manufacturing or release of this device, and there have been no systematic trends identified this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be reopened and the products evaluated.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Not available.